Event description:
Healthcare provider reported a left side capsular contracture baker grade IV and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare provider reported a left side capsular contracture baker grade IV and rupture. Healthcare provider provided operative report which noted "preoperative diagnosis reported: MRI confirmed left breast rupture and left capsular contracture. Postoperative diagnosis reported: left breast implant rupture and left capsular contracture." Healthcare provider also provided mammogram which noted "indication: diffuse left breast pain. Known intracapsular retro pectoral silicone implant rupture. Findings: there are no suspicious masses, distortions, or calcifications to suggest malignancy. Scattered typically benign-appearing calcifications noted do not appear significantly changed". A MRI was also provided which noted "indication: silicone implant integrity evaluation. Patient reports left breast/axillary pain. Findings: implants: the right retro pectoral silicone implant is intact and demonstrates no significant peri implant effusion. The left retro pectoral silicone implant demonstrates findings of intracapsular rupture. No significant peri implant effusion is present." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, h6.

Event description:
Healthcare provider reported a left side capsular contracture baker grade IV and rupture. Imaging confirmed events. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture, capsular contracture, calcification was received on april 29, 2025, with lot number 2037109. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ calcification: not observed. As per the investigation procedure, creases, non-penetrating nick and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.